Manufacturer narrative:
(B)(4). Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found the outer carton is damaged at one corner. Further evaluation found the outer sterile blister is cracked, which has compromised the sterility of the product. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported upon incoming inspection the outer package was damaged. Upon review of the returned device, it was found the inner sterile package was damaged.